Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trach's balloon (cuff) seal loses air after 1 or 2 days of use and must be replaced. The patient was on ventilator 12 hours, overnight. The cuff was tested prior to use. The cuff inflated but lost pressure.  It was noted that the cuff walls feel thinner. The patient's airway anatomy was not unusual and had been using the same trach for 20 years. The tube was not lubricated before insertion. The trach tubes was cleaned with soap and water. There was no physical/water damage.